Manufacturer narrative:
1038671-2019-00094. Correction: please disregard this report as it was reported in error. Event was previously reported under report #1038671-2019-00094.

Manufacturer narrative:
(D10): concomitant device(s): 300-01-11 - equinoxe, humeral stem primary, press fit 11mm, (B)(6); 300-20-02 - equinox square torque define screw drive kit, (B)(6); 310-01-44 - equinoxe, humeral head short, 44mm (alpha), (B)(6).

Event description:
Approximately 5 year(s), 3 month(s) and 28 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening. It was further stated that disassociation of other component - possible separation of poly from bone cage. Approximately 9 months and 21 days after the initial report of issue, the patient underwent a standard total revision with the removal of the replicator plate, torque screw, humeral head, and glenoid. The outcome of this event is considered resolved and the clinical report indicates that this event is definitely related to the device(s) and/or to the procedure.